Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 1 insertion needle.

Event description:
The customer reported via phone call that they experienced lost sensor alarm and bent sensor cannula. The customer's blood glucose value was unknown. The customer stated that she received a lost sensor and it would not reconnect to her pump. The customer stated that when she removed the sensor, it was bent. The customer mentioned that the cannula was damaged. The product was returned for analysis.